Event description:
This is the false positive case received from medical institution via email on 2021.08.19. It was reported that the company purchased several boxes of celltrion diatrust covid-19 ag rapid tests and so far 4 of the boxes have tests that are defective. Mostly all results are coming back positive. Also, there were too many false positives occurring, which is unacceptable for patient care. The reporter said now many of their patients had to be called in to test with another kit to for accurate results. The medical assistants even tested without a sample and it was still giving them a positive result. The lot # associated with this batch is covgccm0008, expiration date 022.06.24. The drs wanted to know how this will be resolved. Importer's comment : the manufacturer did trend analysis and re-test for lot # "covgccm0008" 2022.01.24 through 2022.02.01 and it met the acceptance criteria so the performance of celltrion diatrust covid-19 rapid test ensured repeatability and reproducibility.